Manufacturer narrative:
Continuation of d10: product ID mc2avr1 serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product ID mc2avr1-delsys serial# (B)(6) product ID mc2avr1-delsys serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) delivery system (ds) exhibited placement difficulty and a kink. The leadless ipg exhibit placement difficulty, fixation difficulty, increased threshold and high thresholds. The leadless ipg was attempted and not used. A second leadless ipg ds was attempted and also exhibited placement difficulty. The second leadless ipg exhibited placement difficulty, increased threshold and high thresholds. The second leadless ipg was attempted and not used. No patient complications have been reported as a result of this event.